Event description:
Health care professional reported right side severe, painful, capsular contracture baker grade lv. Device has been explanted. Total capsulectomy was performed.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: capsular contracture: unable to observe since it is not related to the device. No additional observations were carried out. No further actions are required as no manufacturing issues are observed. A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
Continued e1 (phone no): (B)(6). Clarification to h6 (investigation findings, investigation conclusions): device photos were received and are under investigation. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture grade IV.

Event description:
Health care professional reported severe, painful, capsular contracture baker grade lv. This relates to the right side. Device has been explanted. Total capsulectomy was performed.

Event description:
Health care professional reported right side severe, painful, capsular contracture baker grade lv. Device has been explanted. Total capsulectomy was performed.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ capsular contracture: unable to observe as it is not related to the device. As per the investigation procedure creases, deformation and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.